Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that they find that the self tapping and self drilling matrixneuro screws do not tap well anymore (experienced users), tips break off, screws do not go into the skull and if the screw does go in, they sometimes tend to not have grip so you can take them out easily without turning (need for emergency screw). The surgery was a few minutes prolonged to get a new sterile kit with new screws. Per device records the extended surgery time was unknown, but probably just a few minutes. Exact surgical time delay was not reported. The patient is reported to be fine. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a device history review was conducted. The report indicates that this complaint is assessed as not related to sterilization. Vendor of the corresponding non sterile part: lot: is synthes USA hq, inc. Thus, DHR review for unsterile part should be performed at the us site. Manufacturing location: (B)(4). Manufacturing date: 07/19/2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: internal review was performed. The investigation of the complaint articles indicates that: according to the information on the received documents it has been noticed that the quality of the screws is not as expected. The review of the production history revealed that this matrixneuro sterile kit was manufactured in september 2014 according to the specifications. No manufacturing related issues that would have contributed to this complaint were found. Since the concerned articles were not returned for analysis the present complaint cannot be fully analysed and we are not able to give a conclusive statement regarding a possible failure reason. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.